Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (50.0 mg/ml, 4.700 mg/day) and bupivacaine (20.0 mg/ml, 1.880 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported that upon device interrogation and review of the pump report on (B)(6) 2014, a motor stall occurred on (B)(6) 2013 at 20:05, and a motor stall recovery occurred at 22:12 the same day. The cause of the motor stall was unknown. The outcome was resolved without sequelae as of (B)(6) 2014. No action was taken. The etiology was related to the device or therapy and not related to the implant procedure. There were no reported symptoms, and the event severity was mild.